Event description:
Patient reported started having pain and other issues- found to have ruptured/disintegrated implant. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ruptured. Clarification to d6a implant date: 1981 (year only received.).